Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode detected in the vt zone. The device delivered anti-tachycardia pacing (atp). After this, the vt was detected in the ventricular fibrillation (vf) zone at 216 beats per minute (bpm). A 41j shock was delivered which converted the rhythm. No additional adverse patient effects were reported. This device was explanted due to normal battery depletion (nbd).